Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that they had bent sensor cannula. Customer's blood glucose at time of incident was unknown. Customer stated when sensor was extracted they saw no electrode was attached. Customer stated the electrode is definitely not in the body. Customer was advised that we will replace sensor.